Event description:
Reporter indicated a vns pt was hospitalized for seizures and fever. The relationship of the seizures and fever to the vns and if the seizure level is above pre-vns baseline levels is currently unk. Further attempts to obtain info from the attending physician are in progress.